Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic sigmoidectomy, when the intestinal tract was clamped, the clamping force of the reload was obviously softer than usual and there was a possibility that the cut line might get dislocated, so the reload was stopped being used. There was no change with the situation even though tried many times. The procedure was completed with another device. There was no patient injury.